Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event is typically caused by user mechanical damage to device such as hitting the device with another device or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that during knee arthroscopy the shaver produced debris. Follow-up information: customer reported that the patient´s knee joint was excessively flushed to remove all debris, but he cannot confirm that all of the debris was removed. He stated that it's possible that there are residues in inaccessible spaces which he could not control with the arthroscope.